Event description:
Customer reported connection during adriamycin IV push. There was a small volume dripping and the nurse continued the IV push with the fluid leaking onto pt's blanket. There was no report of pt harm or medical intervention. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). Although requested, the syringe has not been received. A follow up report with investigation results will be submitted should the syringe be returned for evaluation.